Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not processing patient rhythm. It was failing to provide EKG rhythm. The customer swapped out the iabp to continue treatment without issue. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact details: (B)(6). A getinge field service engineer (fse) unable to replicate user complaint. Successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit. Unit sent to biomed without EKG leads. Tested EKG trunk cable and leads obtained from the cathlab and successfully obtained waveforms with patient simulator without issue. Nothing unusual identified in the logs attached for reference. Unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and released for clinical use.

Event description:
N/a.